Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle precision neo meter were reviewed and the dhrs showed the freestyle precision neo meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported on behalf of a customer who experienced an unspecified battery/power issue with the adc glucose meter. As a result, the customer was unable to monitor their glucose levels and experienced symptoms of discomfort, tremors, and was unable to self-treat. The customer was treated with sugar water and cola by a third-party. There was no report of death or permanent injury associated with this event.